Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that they had pain in the left flank/side. This began the day of surgery in post-op. It would not go away when the device was turned off. Reprogramming was attempted but since this was unrelated to stimulation, it was not successful. A CT scan was ordered to see if the left side of the lead was resting on a nerve root. A revision with a 2x8 lead would possibly occur in the future. The issue was not resolved at the time of this report. The patient was alive with no injury, no surgical intervention occurred, and it was unknown if one was planned. A revision was pending the CT scan. Additional information received from the rep reported that, as of (B)(6) 2015, the CT scan had not been performed yet. The cause of the event was not known yet and the pain had not resolved. Relevant medical history included spinal pain. Additional follow-up was performed to determine the results of the CT scan, what actions were taken to address the event, and if it was resolved. Additional information was received from the health care provider (hcp) on (B)(6) 2015 stating that the patient had refused imagery, and that the implant would likely be removed. A supplemental report will be submitted if additional information is received.